Manufacturer narrative:
The flat panel monitor yoke reportedly separated from the spring arm of the ceiling mounted visum halogen light surgical light system. Upon evaluation by a stryker field service representative, it was observed that the m3 screw and the keeper clip were missing from the spring arm assembly. The m3 screw keeps the spring arm's safety collar in place, which is used in order to prevent the keeper clip, a semicircular metal disk, from becoming separated from the spring arm; thereby serving to keep the flat panel attached to the suspension. With the m3 screw missing, the safety collar likely slid out of position allowing the keeper clip to come loose resulting in the flat panel yoke detaching from the spring arm. This device was repaired the evening prior to the alleged separation and the m3 screw was inserted into the incorrect hole. There was no reported patient involvement and no adverse consequence reported.

Event description:
It was reported that the flat panel monitor yoke had separated from the spring arm of the ceiling mounted visum halogen light surgical light system. There was no reported patient involvement and no adverse consequences reported.